Event description:
Contact reports: she donned synthetic gloves and approx three minutes afterwards developed hives over her body. She immediately discontinued using the gloves and took an oral dose of benadryl. Symptoms subsided after glove removal and receiving the medication.